Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that matrix drawer 6 was not opened. A field service engineer (fse) tested the unit in diagnostics and confirmed that the sensors and solenoid were functioning correctly. The issue was identified as a faulty controller board. No replacement controller boards were available in inventory at the time. The fse planned to obtain a replacement and return to complete the repair. Later, fse removed the bad controller on main drawer 6 and replaced it with a new matrix controller board and configured it to resolve the issue. The system functioned as intended after the field service engineer repaired the device.